Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a signal loss to the ilet while the dexcom mobile app continued to display readings; after the user toggled cgm settings, restarted the ilet, and re-entered the dexcom g7 continuous glucose monitor (cgm) pairing code, glucose values appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and education for cgm connectivity and signal loss. Investigation of this case revealed a cgm communication issue limited to the ilet interface that resolved with re-pairing, consistent with transient connectivity disruption rather than sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption between the dexcom g7 and the ilet.